Event description:
A patient reported pump screen "blacking out". There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting as they were out of warranty and in process of renewal.